Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced event of infusion set fell off during use .the event occurred within 8 hours of insertion. The blood glucose level was 61 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.